Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the viperwire guide wire became detached and remained in the patient. The target lesion was 100% stenosed and was located in the distal posterior tibial artery. The initial viperwire guide wire used was unable to cross the lesion, and the tip was noted to be bent upon removal from the patient. The wire was replaced and a second viperwire was inserted and advanced through the lesion. Balloon angioplasty was performed, and it was noted that the distal tip of the wire was lodged in the calcified lesion. When the wire was pulled back, the tip became detached and remained in the vessel. An additional procedure was performed 3 days later to complete the atherectomy and attempt to remove the wire fragment. The wire fragment was unable to be snared and remained in the patient. Atherectomy using a csi oad was completed along with balloon angioplasty and the patient was stable following the procedure.